Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the transmitter not blinking when connected to the sensor. Customer's blood glucose was 400 mg/dl. Customer stated that the sensor was not working and the electrode was stuck in the adhesive. Customer changed it and but it did not work. Customer put the sensor in the serter and the button did not click. Customer was giving insulin through an insulin pen. Troubleshooting was performed and customer was advised to return the serter with the sensor inside. Sensor and serter will need to be replaced.